Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 485 mg/dl at the time of incident. Customer experienced nausea because of high blood glucose. Customer other relevant blood glucose level was 300 mg/dl and 400 mg/dl. Customer treated high blood glucose with insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. Customer was not using auto mode feature on insulin pump. Customer performed displacement test and high pressure test, displacement test was passed and pump alarms right at 2.0 while performing high pressure test. Bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.